Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: resistance measured 0.108 ohm, specifications are 0.001 to 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). Performed continuity test between power entry module (pem) ground and door post and resistance measured 0.002 ohm. The device was evaluated. The assignable cause for device failed ground bond resistance test was undetermined. The device will be sent for servicing.